Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their cell 2 of au5800 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. Customer did not provide patient demographics. Customer provided data for two (2) patients.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and indicated an issue with electrodes. The fse replaced all, na, k and cl electrodes to resolve the issue. The fse performed calibration and passed. The fse instructed the customer to run quality control. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).